Manufacturer narrative:
The samples were collected in a bd lithium heparin plasma tubes and centrifuged fir ten minutes at 3500rpm. All three qc levels have been within the customer's established ranges. The customer repeated the qc after the event, and the results were out of range high. On (B)(4) 2011 the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) performed the followings: adjusted the ultrasonic voltage and verified the mixer speed; no issues were noted. Recalibrated the assay and performed assay qc. Qc results were acceptable. High sensitivity (hs) system check, which failed. Fse replaced the following: the seals in the precision pump. Aspirate probe tubing and repeated the hs system check, which passed within instrument specifications. Although hardware issues were addressed, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accntni results within the risk stratification range for eight patients generated by access 2i (lxi) immunoassay system. The results were reported out of the laboratory and question by the physician. The samples were repeated on an alternate unit and lower results within normal reference range were obtained. The customer did not receive any report of patient death or injury requiring medical intervention or change to patient treatment attributed or connected to this event.